Event description:
The reporter stated the surgeon inserted an aq5010v silicone three piece lens and the lens broke into pieces. The lens was removed with no patient injury.

Event description:
Additional information received - the reporter stated another same model lens was implanted. The lens was discarded by the facility.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. (Other): lens not returned. Evaluation codes: method - (other): work order search results - (other): a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Other text: lens not returned.